Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose 500 mg/dl. The customer¿s other blood glucose level was 419 mg/dl. The customer stated that the troubleshooting was declined for the high blood glucose. The customer was treated with the insulin pump. The device will not be returned for analysis.